Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the flow rate error. It was determined to be caused by an out of specification valve and finger travels as well as the absence of grease on the cam lobes. The device was recalibrated and reworked to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, it failed to deliver the programmed amount with a flow rate out of specification. There was no patient involvement.